Event description:
It was reported that a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging. No further assistance was required.